Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a high blood glucose reading of 559 mg/dl. He had not treated yet and stated that he was only receiving a small amount of insulin from the insulin pump. Customer was unable to troubleshoot for this issue. Nothing further was reported.